Event description:
Additional information received reported that the there was a patient visit on (B)(6) 2012 and there were no new adverse events or medication changes to report. A device query was done and it was noted that the device was able to be interrogated and the right lead was activated. It was further reported that the reason a revision was done was because of a "loss of efficacy." It was further reported that the neurostimulator was explanted on the date of the visit and a new neurostimulator was implanted in the right buttock. It was also reported that the tined lead was explanted from the right s3 foramen by using "gentle traction." It was noted that the tined lead removal was "not difficult (easy removal)" and that there was no trauma associated with the removal of the tined lead. It was also reported that a new tined lead was implanted into the right s3 foramen.

Event description:
It was reported that the patient had a loss of therapeutic effect and felt no stimulation sensation. Before the loss, the patient increased stimulation a "couple of times" and felt it. However, after the loss, the "numbers" changed and the patient did not feel any stimulation. The patient unsuccessfully tried both programs and this had been going on for a "couple of months." The patient's frequency and urgency symptoms had completely returned. There were no known falls or traumas that influenced the patient's therapy. On (B)(6) 2012 it was reported that the patient had temporary discontinuation of stimulation. About two and a half weeks later reprogramming was performed and no change was observed. An earlier x-ray showed a possible lead migration and the patient was scheduled for "possible" revision. Additional information showed the patient's lead and battery were replaced on (B)(6) 2012. The outcome of the revision was reported as "resolved without sequela."

Event description:
Additional information received confirmed that the loss of stimulation was due to lead migration. The battery was replaced prophylactically during the procedure.

Manufacturer narrative:
Analysis found the neurostimulator was functionaly okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event was updated to prophylactic neurostimulator battery replacement.

Manufacturer narrative:
Product ID 3093-28, lot# v660708, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).